Manufacturer narrative:
Additional information was provided in d.1., d.2., d.4., d.10., h.3., h.6., and h.10. Evaluation summary: the lens was returned in a vial of liquid. Both haptics are bent. The optic is cut across the center. Serrated scratches are observed. A portion of the optic is removed (possibly torn with forceps). A small section of the optic with one haptic attached was returned cut/separated from the optic. The lens was cleaned with lphse and allowed to dry. The lens appears clear after cleaning. Power and resolution could not be determined due to the extensive optic damage. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number traceable to the manufacturing documentation. The root cause for the reported visual issues could not be determined. Information was provided that the lens was implanted more than 15 years ago. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported sub-surface nano glistening on an intraocular lens (iol) that was implanted more than 15 years ago and has grown stronger and more cloudy, making it difficult to see. The iol remains implanted. Additional information was provided indicating that the iol was removed and replaced with another lens approximately 18 years after the initial implantation procedure.